Event description:
It was reported that the patient underwent am initial left total hip arthroplasty. Subsequently, the patient was revised two (2) months post implantation due to polyethylene wear. During the revision subluxation of the insert was noted, the shell, liner, and head were revised without complications.

Manufacturer narrative:
(B)(4). D10: 010000702 g7 bonemaster ltd acet shl 50d 7817865. 650-0660 delta ceramic fem hd 36/-3mm 3217040. G2: foreign: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the inner diameter of the liner has scratches and gouges in multiple areas. The top flat surface has gouges and indentations. 2/12 anti-rotation scallops are damaged/deformed and partially removed from device but still attached. 5/12 anti-rotation scallops are completely damaged/missing from device. The outside tapered surface and rimlock surface have deformations, gouges, and scratches. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided. Review identified the following: single ap view of the left hip demonstrates intraoperative fluoroscopic image with femoral reamer in place as well as acetabular cup from left total hip arthroplasty placement. Single ap view of the pelvis demonstrates a left total hip arthroplasty with asymmetric position of the femoral head with the acetabular cup which could indicate underlying polyethylene wear. Single ap view of the left hip demonstrates a left total hip arthroplasty with persistent asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. Surrounding subcutaneous emphysema now seen. Medical records identified the following: patient had a initial tha, subsequently was revised due to early wear of polyethylene insert. Subluxation was noted of the insert. The head, shell and liner were revised without complications. A definitive root cause cannot be determined. Based on the returned product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.